Event description:
It was reported to philips that the device experienced a pads failure and pacing failure during operational testing. There was no reported patient involvement/adverse patient impact.